Event description:
It was reported by the patient that he had an abdominal incisional hernia repair in 2003 and mesh was implanted. In 2012, he began to have cold sweats, night sweats, fever, chills, headaches, and elevated white blood cell count. He was hospitalized twice and given antibiotic therapy. The patient states that the abdominal mesh is infected and that an excision of the mesh is required. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.